Event description:
The customer reported to customer service that she applied the hydrogel pads on saturday ((B)(6) 2012) and removed them the following day to find that her nipples looked as if they were burned. She found it painful and uncomfortable. She visited her doctor who advised her to "let it dry up" and did not prescribe medication. She wanted to understand why it happened and called customer service to ask what the ingredients are for the hydrogel pads. While on the call, the customer was on her way to visit a second doctor.

Manufacturer narrative:
Attempts to follow up with the customer to get additional complaint information, including the results of the second doctor visit, and to get the product back, were unsuccessful other than a voice message left by the customer's husband stating "we are not sure how we are going to proceed." The customer appears to have experienced an allergic reaction to the gel pads. Should additional information resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.